Event description:
On 30-jan-2026, an arthrex employee reported via phone that (2) ar-8935l-14 low profile locking screws failed to lock into the plate. This occurred during an ankle fracture case on (B)(6) 2026. The case was completed using additional ar-8935l-14 low profile locking screws. There was no delay in the procedure, and no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.